Event description:
It was reported that user found water leaked from the shaft during a pretest.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter was received with a cut portion of the inlet tubing and without the original packaging. No obvious defects were noted. The catheter balloon was attempted to be inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked from a hole measuring 0.0620" over the inflation lumen 0.3790" from the bifurcation. This is a failure per the standard which states that the shaft must not be damaged or pinched. The catheter measured to be 14 fr. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be damage core pin or insert. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that user found water leaked from the shaft during a pretest.